Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02797. Related manufacturer reference number: 3006705815-2023-02798. It was reported that the patient experienced ineffective therapy due to lead migration. Additionally, patient received the nearing end of life message on their ipg. As such, surgical intervention took place wherein the entire system was explanted to address the issues. Reportedly, therapy was confirmed post op.